Event description:
Damage to the pump housing surrounding the usb port was reported, which affected the customer's ability to charge the pump, although it did not cause the pump to shut down. There was no reported impact on the customer's blood glucose level. No further information regarding backup therapy or additional outcomes was received.